Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer spoke with a getinge service territory manager (stm) and reported that the iabp is operating correctly. There was an operator issue with the helium tanks.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was displaying empty helium but the helium tank was full. It is unknown under which circumstances this event occurred. However, there was no patient involvement or adverse event reported.